Event description:
The surgeon attempted to insert a cq2015 collamer three-piece lens but the lens tore as it was being ejected through the cartridge and the cartridge tip split. There was no patient contact or injury. The reporter stated they were not using the recommended cartridge. This is one of two lenses for the same patient-please reference MFR report #2023826-2005-01693.